Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This additional information received on 20feb2018 as follows: ¿[pt] allegedly received an implant on (B)(6) 2004 via the right internal jugular vein due to left renal vein thrombosis extending in the suprarenal ivc. [Pt] is alleging thrombosis (inferior vena cava(ivc), left renal vein), slow flow through common femoral veins, greater saphenous veins, and left popliteal vein, attenuated flow within the ivc, thrombus throughout right common and external iliac vein, and left common and external iliac vein, post-implant pulmonary embolism, post-implant deep vein thrombosis. [Pt] further alleges leg pain, abdominal pain, leg swelling, venous thromboembolism, thrombosis around suprarenal and infrarenal filter, thrombus throughout the left common and left external iliac vein, visualized portion of the left and right common femoral vein is occluded with thrombus throughout, extensive thrombosis up lo the inferior vena cava, and visualized varicose vein the abdomen due to lack of blood flow, pain, device unable to be retrieved.

Event description:
Patient allegedly received an implant on (B)(6) 2004 due to left renal vein thrombosis extending in the suprarenal inferior vena cava (ivc). The patient alleges: vena cava perforation, organ perforation, thrombosis of left renal vein, slow flow through common femoral veins/greater saphenous veins/left popliteal vein, and attenuated flow within the ivc thrombus throughout right common and external iliac vein/left common/external iliac vein. The patient further alleges leg pain, abdominal pain, extensive leg swelling, extensive venous thromboembolism, thrombosis around the suprarenal and infrarenal ivc filter, portion of the left and right common femoral vein is occluded with thrombus throughout, varicose veins in the abdomen due to lack of blood flow. The tip of the filter is at the level of right renal hilum, abdominal aorta perforation, limited activities, loss of enjoyment of life, and distress. (B)(6) 2018, per a report from computed tomography; ¿1. The tip of a vena cava umbrella was noted at the level of the right renal hilum. A strut from this vena cava umbrella clearly extends through the medial wall of the inferior vena cava and into the abdominal aorta. There are no findings to suggest associated hemorrhage at this time. 2. A second caval umbrella was noted within the inferior portion of the intrahepatic inferior vena cava. A medial strut extended only a short distance through the wall.¿

Manufacturer narrative:
The following allegations have been investigated: organ/aorta/vena cava (vc) perforation, occlusion, venous thromboembolism, attenuated flow, leg pain, abdominal pain, leg swelling, varicose veins, limited activities, loss of enjoyment of life, distress. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. The additional information regarding occlusion, venous thromboembolism, attenuated flow does not change the previous investigation results for deep vein thrombosis (dvt). Unknown if the reported leg pain, abdominal pain, leg swelling, varicose veins, limited activities, loss of enjoyment of life, and distress are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2004. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'ivc thrombosis, pe, dvt, pain, swelling, unable to retrieve'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Unknown if the reported pain, swelling is directly related to the filter and unable to identify corresponding failure mode(s) at this time. Unknown if the reported peripheral vein thrombosis is directly related to the filter and unable to identify a corresponding failure mode at this time. Rpn and lot# are unknown, but the tulip filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿gunther tulip filter implanted". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.